Event description:
Pt received defibrillator burns, ant & post. After 200 joule shock delivered using fort patches. Pictures taken & with incident report. Pt will need medication solve/cream for burns. Burns anterior & posterior after 200 joules had been delivered using fast patches. Pt will need medication, a salve or cream, for burns.